Event description:
A report was received stating the patient was experiencing difficulty charging their implant. The patient's physician believed the implant had flipped and that the patient would undergo an ipg revision surgery. In 2008, the patient reported their system had been explanted due to the ipg migrating. The patient's implanting physician did not perform the explant. No additional information is available.

Manufacturer narrative:
Date of explant not available. Device was explanted and not returned to bsn. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.